Event description:
The user reported that the bottom of "b" side mounting screw for chassis weldment was broken. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.